Event description:
The patient reportedly experienced redness, swelling and slight bleeding at the headpiece site. The patient was advised to discontinue the use of the device and was treated with oral antibiotics (keflex) and otc topical ointment. The patient has been cleared to use the device. Advanced bionics is in the process of gathering more information.